Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-70 serial #: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing increased pain and discomfort since scs was implanted. It was also noted that the device was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing increased pain and discomfort since scs was implanted. It was also noted that the device was non-functional. The patient will undergo an explant procedure.